Event description:
Boston scientific received information that this left ventricular (lv) lead displayed out of range impedance measurements greater then 2000 ohms. All other measurements were within normal limits. There was no adverse patient effects reported.

Manufacturer narrative:
The lead remains implanted and will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead was returned to boston scientific in two segments equaling 825 milliliters (mm) in length, severed 204 (mm) from the terminal pin. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Laboratory analysis confirmed the clinical observations of out of range impedance measurements greater then 2000 ohms. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip were performed. Visual observation noted the presence of dried body fluid throughout the entire lead lumen. Electro cautery damage of melted insulation was observed from 483 and 586 (mm) from the terminal pin. There were cuts in the silicone insulation noted at 720 - 724 (mm) from the terminal pin and the conductor coils were found stretched 730 - 798 (mm) from the terminal pin. An anode coil fracture 348 (mm) from the terminal pin was also observed, due to the suture tie down. Additionally, the inner insulation was noted as being worn, there was puckering on the 2nd segment 327-338 (mm) from the terminal pin, and a bend in the polyurethane 348 mm from the terminal pin were also noted during analysis.

Manufacturer narrative:
Additional information was received that this left ventricular (lv) lead has been explanted during a normal device change. It was noted that on flouro detected a defect at the suture sleeve. In addition to the reported out of range impedance measurements, a loss of intrinsic sensing and an increase in threshold measurements were also observed. The lead was explanted and will be returned for analysis. This report will be updated upon completion.